Event description:
Complainant alleged that during biomed testing the device would not power on and the paddle control keys do not respond when paddles are attached to the device. Complainant indicated that there was no pt involvement in the reported malfunction.